Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, after the physician inserted the jagwire guidewire into the cbd, the truetome was connected to the generator for sphincterotomy. However, during sphincterotomy, the cutting wire was broken. It was reported that the wire anchor had dislodged from the catheter. Additionally, no part of the cutting wire detached and fell into the patient. The physician removed the device and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, after the physician inserted the jagwire guidewire into the cbd, the truetome was connected to the generator for sphincterotomy. However, during sphincterotomy, the cutting wire was broken. It was reported that the wire anchor had dislodged from the catheter. Additionally, no part of the cutting wire detached and fell into the patient. The physician removed the device and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a051201 captures the reportable event of wire anchor dislodged. Block h10: the returned truetome jag 44 was analyzed, and a visual evaluation noted that the cutting wire anchor was dislodged/dislocated from the distal pierced hole, consistent with the findings when the device was observed under magnification. Additionally, the cutting wire was blackened, and the working length was also torn from the distal pierced hole. No other problems with the device were noted. The reported event of cutting wire anchor dislodged was confirmed. Upon analysis, it was found that the cutting wire anchor was dislodged/dislocated. The cutting wire was blackened with no evidence of a broken or missing wire. The cutting wire being blackened indicates that the device was energized. The working length was also torn at the distal pierced hole and this could have been caused by submitting the cutting wire to tension during the handle actuation. In addition, with the possibility of the device being energized during the handle actuation, the analyzed problem could happen. Also, bowing the device without being completely out of the scope can lead to a tear in the working length, displacing the cutting wire anchor from its position. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.